Manufacturer narrative:
Device is an instrument and is not implanted/explanted. A device history review was conducted. The report indicates that it was reviewed and ncr #(B)(4) was found on p/n 357.372 lot #6366211 for black mark on top of shaft on 1 out of (B)(4) parts. The 1 nonconforming component (357.372.1) shaft was scrapped and the remaining good components returned to stock during rework. This nonconformance is not relevant to the complaint condition because the issue is visual. No issues were found during manufacture that would contribute to the complaint condition. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint report received from synthes (B)(4).

Manufacturer narrative:
A product development evaluation was completed: the returned inserter was received intact but contains significant hammer marks on the proximal knob and t-handle legs from heavy use. This condition has damaged the internal locator pin causing it to be broken off, allowing the alignment indicator to spin freely. Hammering on the proximal knob is not recommended and technique guide provides the correct hammering procedure and location for helical blade insertion. The manufacture date is may 28, 2010. Product drawings were reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The hammering and off angle hammering of the proximal knob had impacted the ID locating pin removing the ability to properly align as it spins freely. The method of use has led to this confirmed complaint and is not the result of a design deficiency. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the alignment handle is damaged (guide pin is broken) on the helical blade inserter. No reported procedure or patient harm noted. This is report number 1 of 1 for (B)(4).